Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with low impedance. The patient underwent a full revision surgery. During the surgery, low impedance was confirmed. Visually a knot was observed in the lead. The lead was unknotted however low impedance was still observed. While observing the rest of the lead it was seen that the lead tubing near the positive electrode was gone leaving only the metal. Both the generator and lead were replaced during this surgical procedure. The suspect device has not been received to date. No other relevant information has been received to date.

Event description:
The suspect device had underwent product analysis. During this analysis it was the low impedance condition was confirmed. Additionally, exposed coils were found to be in close contact with each other, in addition, organic matter also appeared to be holding coils in close contact to each other. The exposed conductive coils may be a contributing factor to the short circuit condition allegation. No other relevant information has been received to date.